Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the physician plans to continue to monitor this situation and no in-vasive intervention is planned at this time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedances greater than 125 ohms. No adverse patient effects were reported. The patient was to be brought into the clinic in the near future for evaluation. At this time, no further information has been made available.